Event description:
"Scheduled c-section for failure to progress. Spinal anesthesia administered. Pt positioned and abdomen prepped with prevail-fx topical prep solution. Surgical drape applied by physician. Initial incision with scalpel. Electrosurgery machine set at 60/60 used. Sparks and smoke noted with small fire on right lower quadrant of abdomen (in surgical field). Bovie pencil was tossed onto surgical drape covering pt's thighs. Physician extinguished fire with hands. Once initial fire extinguished, second fire was noted on the surgical drape where the bovie pencil was tossed. Bovie pencil was disconnected from unit and fire extinguished. Pt redraped and c-section completed with same electrosurgical unit and grounding pad, but with new bovie pencil. Pt suffered second and third degree burns to lower abdomen and thighs."